Event description:
A customer reported 4153 (900 only) c. Trans-z home overrun error on the aia-900 analyzer. The customer confirmed the waste bin was not full. The customer also stated an "all set home" completes, but the error recurs. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and cardiac troponin I (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported event by review of the error log. The fse powered on the aia-900 analyzer and visually identified the cup pickup z axis stepper motor was unable to move. The fse replaced the cup pickup z axis stepper motor. The fse validated the analyzer by running quality control (qc) with results within acceptable range and no errors recurring. No further action required by field service. The aia-900 analyzer is operating as expected. A 13 month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints found during the searched period. A 13 month complaint history review and service history review through aware date of event for similar complaints was performed for failure mode "4153 (900 only) c. Trans-z home overrun error". There were twenty-six (26) similar complaints found during the searched period, including this one. The aia-900 operators manual under section 12: flags and error messages states the following: [4153] c. Trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when (B)(4) moves to the limit side. The most probable cause of the reported issue was due to failure of the cup pickup z axis stepper motor, component failure.

Manufacturer narrative:
The cup pickup z axis stepper motor was returned to the tosoh instrument service center (isc) for investigation. A visual inspection was performed with no damage observed. Functional testing was performed by using a digital multi-meter to test for continuity. The test failed, indicating a short circuit between the wires on the cup pickup z axis stepper motor. This confirmed component failure of the cup pickup z axis stepper motor. The most probable cause of the reported event was component failure of the cup pickup z axis stepper motor.